Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to frequent ipg charging issues. The patient was doing well postoperatively. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.